Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer's caregiver reported that on (B)(6) 2021, customer received a sensor scan result of 228 mg/dl which was higher than he felt. Customer experienced symptoms described as tremors, cold hands, and a "temporary loss of consciousness that it is regulated alone". It was additionally reported that on (B)(6) 2021, customer obtained a sensor scan result of 333 mg/dl compared to a reading of 35 mg/dl obtained on the built-in reader. The results, when plotted on a parkes error grid, fell into the 'e' zone showing the difference in values to be clinically significant. No third-party treatment was reported. There was no report of death or permanent injury associated with this event.